Event description:
Complainant alleged that while attempting to defibrillate a patient the device failed to discharge. The clinician's replaced the device with another, using the same pads and the device failed to discharge. The clinicians then changed to another set of pads and the device failed to discharge. A third set of pads were used to deliver therapy. Please note that a zoll representative on site observed the package was opened incorrectly and not by the designed pull tabs. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device evaluation, and this complaint is still under investigation.